Event description:
A pump reported a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the cartridge o-ring, clean the pneumatic tap area, and follow the on-screen instructions. The customer successfully loaded the cartridge onto the pump and was able to resume insulin delivery.